Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the perfusionist that while the pt was being driven to the hospital for a clinic visit, the driver turned off in the vehicle with no alarms present. When the vehicle pulled over to the side of the road, the driver tipped forward and restarted.

Manufacturer narrative:
The pt remains ongoing on bi-vad support with the back up driver. The device was returned to the manufacturer and is currently being analyzed. A supplemental report will be submitted when the device analysis is completed. No further info is available.